Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a false occlusion alarm was confirmed but not duplicated during product evaluation. Therefore, no assignable cause can be provided and no repair was necessary for the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with a false occlusion alarm. According to the facility, this event occurred upon power-up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.